Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument would not work with the bipolar energy. The customer tried switching the bipolar cord to no resolve. They unplugged and re-plugged it in. The customer finally opened another instrument, and it resolved issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip, and current flow intermittently was not detected across one grip tip. There is no obvious damage to the conductor wire(s). The housing was removed for inspection and found no obvious signs of conductor wire damage or dislodgement. Thermal damage to the bipolar yaw pulleys occurred during in-house testing due to several attempts to deliver energy at various grip orientations. Initial findings confirmed. The instrument passes energy recognition, however, fails to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and the conductor wire was found to be broken at the proximal end, near the roll gear junction.